Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.